Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported he had a bad site and it was bent. Reportedly, blood glucose of the patient at the time of the incident was 600 mg/dl. The patient went to the hospital where he was admitted to the hospital due to diabetic ketoacidosis. The patient received insulin drips, potassium and saline as corrective treatment in the hospital which resolved the issue. The infusion set was in use for three days. The patient did not notice any damage when the package was first opened. The patient was hospitalized for two days. The patient was not following the recommendation of maximum use of the steel cannula for 24-48 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.